Event description:
The round dissecting balloon was placed in the patient's abdomen and pumped twenty times. The balloon ruptured in the surgical cavity leaving a section of balloon in the abdomen. The balloon pieces were retrieved with no patient injury reported.